Event description:
It was reported that two ems were used during a laparoscopic hernia repair. It was reported by the rep that the two staplers appeared to not form staples properly. The case was completed without incident with 3rd stapler. There was no consequence to the pt.